Event description:
Physician was performing a directional atherectomy procedure of a lesion in the right distal superficial femoral artery (sfa) using a turbohawk device. It was reported that the thumbswitch of the device would not close/turn off after several passes had been successfully made. There was resistance when closing the cutter. After finally closing the cutter, the physician encountered resistance when trying to pull the device back through the sheath. Upon looking under fluoroscopy, it was seen that the cutter was no longer within the housing. Physician reportedly maneuvered the thumbswitch, and was able to remove the device through the sheath with resistance. Upon removal, it was noticed that the cutter had advanced through the cutter window. The physician chose to post-dilate the lesion using a dcb after atherectomy procedure. No injury to the patient was reported.

Manufacturer narrative:
Device evaluation summary: the received turbohawk was inspected and discovered the cutter and drive shaft were protruding outside distal of the cutter window. The drive shaft/cutter was advanced approximately 7mm from the cutter window. Biologics were noted throughout the cutter window and at the area of where the cutter exited the distal assembly. The distal assembly was soaked in water for approximately 24 hours in order to obtain a better visual of the damage at the cutter window. The damaged area distal the cutter window was inspected under microscope. Tissue and tecothane from the turbohawk were noted. The cutter was retracted back into the cutter window. It was discovered the platinum iridium of the distal assembly was cut and stretched apart. The distance between the stretched out edges of the cut tecothane narrowed distally. The length of the cut was approximately 2mm. The remaining area of the laser drilled coil segment was bent/crushed inwards beneath the drive shaft and cutter assembly. There was no indication any portion of the platinum iridium dislodged from the distal assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.